Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that experience high blood glucose. Blood glucose reading was 22 mmol/l at time of incident. Customer current blood glucose was 23.3 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of event. Customer was treated with bolus from the pump for high blood glucose. Customer reported that insulin pump was under delivering. No further patient complication were reported.